Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inside the lead. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted fully due to over torqued inner coil at the connector region. The cause of the reported event was isolated to over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
During initial implant procedure, the stylet was unable to advance into the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.